Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 patient experienced error during sensor startup. Patient proceeded to remove sensor pod, and sensor wire remained in patient's abdomen. Patient was able to remove sensor wire from insertion site. At the time of the call, patient reported being fine.